Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 70 mg/dl, and the meter bg reading was 600 mg/dl. The customer was given juice due to the sensor reading and the customer's bg elevated to 600 mg/dl. The customer was given multiple dose insulin by injection to treat elevated bg. The customer had trace amounts of ketones, but was not identified as life threatening. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.